Event description:
During an elective esophageal dilation on (B)(6) 2026, the balloon inflation system failed to provide a pressure reading despite visual confirmation that the balloon was inflating. The balloon subsequently ruptured, resulting in a full-thickness esophageal perforation. The patient developed a pneumothorax requiring chest tube placement and was admitted to telemetry for ongoing management. The patient had a known esophageal stricture with a history of prior esophageal dilations and underwent a scheduled flexible esophagoscopy with balloon dilation under general anesthesia. Before use, the balloon device appeared intact with no visible defects. A 12 mm dilation balloon was selected with the intent of inflating to approximately 4 atmospheres (atm). The surgical technologist performed balloon inflation using the inflation device's screw mechanism while the surgeon continuously visualized the balloon endoscopically. Although the balloon appeared to inflate appropriately within the esophagus, the pressure gauge on the inflation device failed to register any pressure throughout the inflation process. Recognizing the discrepancy between the visual balloon expansion and the absent pressure reading, the team immediately deflated and removed the balloon for evaluation. Upon deflation, bloody flashback was observed in the inflation tubing, indicating balloon rupture. Subsequent endoscopic inspection identified a 2 cm full-thickness esophageal perforation at approximately 22 cm. The surgeon elected conservative management with nasogastric decompression, intravenous antibiotics, and antifungal therapy. A postoperative chest radiograph demonstrated a pneumothorax with subcutaneous emphysema. A chest tube was inserted, and the patient was admitted to telemetry for continued monitoring and treatment. / product details: merit medical big 60 inflation device ref# endo-an6012.